Event description:
It was reported that the patient was hearing beeping from their device. Follow up was conducted and it was stated that the beeping was due to a magnetic name badge worn by the patient during a conference. The patient went to the hospital the day of the beeping and their device alert was turned off. A remote transmission was sent and it did not indicate any issues or malfunctions. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.